Manufacturer narrative:
Product evaluation: the company representative examined the system and found that the cautery connectors on the unit were damaged. The connectors were replaced. The system was then tested and met all product specifications. The cautery connectors are expected to return for in-house evaluation. Root cause: a root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).

Event description:
A customer reported during a procedure, the cautery did not work. A cautery from another system was used in order to complete the case. There was no harm or injury to the patient.